Manufacturer narrative:
(B)(4)

Event description:
A beckman coulter inc (bec) (B)(4) study was performed to verify the dilution claim of 100 +/- 10% for the total t4 assay on 15 patients. The samples were diluted 1:2 using the diluent recommended in the instructions for use, s0 calibrator. 7 samples recovered >110%, not meeting the dilution recovery claim of the assay. As this was an internal study, there was no risk of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. However, in a similar situation, the potential of such risk does exist. The samples were freshly drawn in a plain red serum tube and were tested neat and diluted within 4 hours of collection. Qc had been performed and recovered within range on the date of testing. The system was up to date on daily and weekly maintenance. Service was not dispatched.